Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis(pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. Twelve days after the event onset, the patient was hospitalized for peritonitis and another unrelated medical condition. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient remained hospitalized and is expected to move to a rehabilitation facility on an unknown date. Also at the time of this report, the patient had not recovered from the peritonitis event. No additional information is available.